Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted. Section e1: reporter: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was something wrong with the toric preloaded intraocular lens (iol). Reporter confirmed it after seeing the photo after implantation. Visual issues were observed. The hospital is currently monitoring the progress without removing iol. The exact details will be confirmed by visiting the hospital. No other information is provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation: no, however, photo was available. Section d9: returned to manufacturer: product was not received, however, photo was received. Section h3: device evaluated by manufacturer: no, however, photo was evaluated. Device evaluation: no suspect product was received. However, a customer photo was provided. The picture shows an eye being implanted with toric preloaded intraocular lens (iol). It could be observed toric monofocal iol with a lack of continuity in the lens edge at 3:00 (in relation to the picture orientation). Due to the lens defect location it is not expected to have visual impact on patient¿s visual function; however, the definitive clinical impact as well as the issue root cause cannot be determined from a picture assessment. Due to no product received, no further evaluation could be performed and no further issues could be identified. Manufacturing record evaluation: the manufacturing records review for this device shows that it was released within specification. Conclusion: the complaint issue "lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.